Event description:
It was reported on (B)(6) 2015 that the patient had passed away on sunday, (B)(6) 2015. Information received from the patient's funeral home indicated that the device was not explanted and was buried with the patient. Therefore, the device is not available for analysis. Attempts have been made for the cause of death but no relevant information has been received to date.

Event description:
Follow-up from the physician's office showed that the exact cause of the patient's death is unknown but they do know that the death was not related to the vns device.